Manufacturer narrative:
Added to section c1: suspect products: name: cbas® heparin surface. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 23439449.

Manufacturer narrative:
B1: adverse event was added and for b2: required intervention to prevent permanent impairment/damage (devices). H1: type of reportable event was changed from malfunction to serious injury. H6: evaluation codes component code 515 was added.

Manufacturer narrative:
As the device and the delivery system were discarded at the facility, no further investigation can be performed. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment in the hypogastric artery with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) as bridge stent with an iliac branch device. It was stated that the vbx-device was advanced through an 0,035" guidewire inside an 8.5 fr oscor steerable guiding sheath, which was deflected inside a gore® excluder® iliac branch endoprosthesis. It was reported that the sheath lost deflection and as the vbx-device could not be advanced anymore they had to retrieve it. While retrieving the vbx-device, it got dismounted from the catheter. The whole catheter with balloon was retrieved, but the undeployed vbx-device stayed inside the patient. It was stated that they had to cut open the common femoral artery to retrieve the vbx-device and to rebuild the artery with a dacron bypass. Afterwards the whole external iliac artery was covered with a 9 x 10 gore® viabahn® endoprosthesis in the distal portion and a 11 x 59 vbx-device in the proximal part. The hypogastric artery was not treated and will be left for another intervention in the future.